Manufacturer narrative:
Batch review performed on 14 january 2020. Lot 179691: (B)(4) items manufactured and released on 10-apr-2018. Expiration date: 2023-03-22. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Additional implant involved: gmk-sphere 02.07.0034rp patella resurfacing size 2 (k090988) lot. 180311. Batch review performed on 14 january 2020. Lot 180311: (B)(4) items manufactured and released on 28-may-2018. Expiration date: 2023-05-13. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in, 1 year and 4 months after primary surgery, reporting anterior knee pain. The cause of the anterior knee pain is unknown. The surgeon performed an I&d and revised the patella and insert. The surgery was completed successfully.